Event description:
A customer reported to baxter (B)(4), of a continu-flo set that had a no flow.the incident happened before use, therefore there was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Batch file review did not reveal any issues related to this complaint. Furthermore, no other issues outside the statistical acceptance criteria were revealed for in-process testing and product testing. An actual sample was sent in for an evaluation. Visual inspection didn't reveal any non-conformances. However, it was noticed that the upper slide clamp was in a closed position. The set was connected to air pressure and the upper slide clamp opened. The set was immersed under water to check for blockage. No blockages were found, hence the reported problem was not confirmed. Due to the fact that the issue was not confirmed on the sample received, no specific action will be taken. The cause of the reported condition was not identified.